Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette leaked. This was further described as ¿after completing treatment and disconnecting in the morning they noticed the sheets felt wet. On closer examination they noticed the cassettes patient line contained a tiny slit.¿ this was identified during use of the device for automated peritoneal dialysis therapy (apd). As a result, the nurse changed out the transfer set and placed the patient on prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a piece of cut tubing with patient luer adapter. A visual inspection with the naked eye noted a cut in the tubing near the patient luer adapter. Functional testing including clear passage were performed with no issues noted. Leak testing noted a leak at the location of the cut in the tubing near the patient luer adapter. The reported issue was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.